Event description:
The customer reported on behalf of her daughter a case of false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Additional testing with another brand was performed on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 214670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 214670 and device part number 195-430h / lot 212686. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 214670 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.d4: expiration date. H3 other text : device discarded; single-use device.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported on behalf of her daughter a case of false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Additional testing with another brand was performed on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.